Manufacturer narrative:
The actual part number and the lot number of the device involved in this complaint were not provided. As the lot number was not provided, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The part number cannot be confirmed, however, the device involved was believed to be an evo-fc-20-25-10-e. The device involved in the complaint was not returned for evaluation; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided, a document based investigation was carried out. Due to a variety of conditions, such as patient anatomy and progression of disease state, in addition to the device not having been returned for evaluation, the cause of this complaint cannot be conclusively determined. The instructions for use state "the stent is not intended to be removed and considered a permanent implant. Attempts to remove stent after placement may cause damage to esophageal mucosa". In this case, the stent migrated to the stomach after placement and was removed successfully and another stent was placed. Prior to distribution, all evo-fc-20-25-10-e devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the manufacturing records could not be conducted as the device lot number is unk. No corrective action warranted at this time as this complaint was unable to be verified. The 2 year complaint history has been reviewed and this event represents an isolated occurrence for this part number.

Event description:
Following placement of the evolution esophageal stent, the stent migrated into the stomach sometime overnight. The stent was removed the following day and another stent placed. The patient is doing okay.